Manufacturer narrative:
An extensive engineering investigation was performed on the returned stellar device at the resmed design house located in (B)(4). The reported complaint of the internal battery failing when connection to ac mains power was lost could not be confirmed. The investigation determined that the alleged battery fault could not be reproduced during in-house testing and the device was working to specification. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Note: per the stellar 100 user guide, (contraindication), the stellar is contraindicated in patients who are unable to endure more than a brief interruption in ventilation, the stellar is not a life support ventilator. (B)(4).

Event description:
It was reported to resmed (B)(4) that a hospital patient had an oxygen desaturation while using a stellar device. It was reported that the clinical staff performed a device shutdown when the hospital was testing their energy back up generator. There was no patient injury reported as a result of this incident.